Event description:
The customer states he obtained the following back to back results on his meter of: hi, 202 mg/dl, 187 mg/dl, and 99 mg/dl. The memory held results of; hi, 208 mg/dl, 187 mg/dl, and 95 mg/dl. The customer states he feels alright and no report of adverse event. Controls were not run. Returned requested and replacement was sent.